Event description:
It was reported that the device needs new clutch as it has broken case on the bottom and experienced travel course error while trying to run the device. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and occlusion tests were performed, and the event history log confirmed the reported issue. The customer's stated problem was duplicated. The cause was found to be the device being dropped by the customer as well as the lead screw and both clutch halves being very dirty. The bottom case and plunger assembly were replaced to fix the issue.